Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a lot of problems controlling his blood glucose and sometimes his blood pressure would drop. The caller stated that the customer passed away on (B)(6) 2017, in hospice care. The customer was hospitalized on (B)(6) 2017. The cause of death was cancer; the customer had stage 4 melanoma. The customer had kidney failure with only seventy percent function and sinusitis. The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer used sensors or not. The customer was not wearing the insulin pump at the time of death. The caller was unsure how long prior to passing the insulin pump had been disconnected. The caller stated it could have been disconnected prior to moving the customer to hospice. The caller stated that the customer's insulin pump was stolen therefore cannot be returned for analysis.